Manufacturer narrative:
This event was originally reported on manufacturer report number 1825034-2011-00228 with multiple other events. Further information provided by surgeon and a review of invoice history revealed the product identification of component(s) related to this event. Attempts were made to identify all of the events reported; however, not all events could be confirmed via invoice history. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." This report filed (B)(4) 2011.

Manufacturer narrative:
In review, the journal article is relaying information that was previously reported in MDR numbers 1825034-2011-00228 & 1825034-2011-00402/433. This report filed (B)(6), 2011.

Event description:
Biomet orthopedics received very preliminary information regarding several revisions which were outlined in a presentation conducted by a surgeon at the (B)(6) convention. Further information provided by the surgeon and a review of invoice history confirmed that patient underwent total hip arthroplasty on (B)(6) 2002 and that a subsequent revision procedure was performed on (B)(6) 2010 due acetabular loosening. The acetabular cup was removed and replaced.